Manufacturer narrative:
E1 -(B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope had a very poor image, like snow flurries during set up. There were no reports of patient involvement.